Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a multiple pump error alarm. The customer¿s blood glucose level was 245 mg/dl. Customer stated that was able to successfully clear the alarm. Customer did not received request to rewind pump. Customer was advised to perform a self test and the test did not passed. Customer stated that they received the insulin pump error alert reoccurred during self test. The customer was advised to the insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error, software error, or trace pointers are invalid alarms noted during testing however, software error alarm and hardware low level failures error alarms are found in the downloaded history files, problem isolated to the electronic assembly.